Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: except scratches no significant deformations or damage of the progav® 2.0 were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav® 2.0 is permeable, albeit with difficulty. Computer controlled test: to investigate over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The first measurement indicated that in the horizontal body position the valve is slightly out of tolerance. The measurement revealed a minimal tendency to underdrainage. A second measurement showed an improvement, with the valve operating again within tolerance. We assume that the test has flushed out any deposits inside the valve. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav® 2.0 is permeable, albeit with difficulty. The valve is adjustable to all specified pressures. The brake function is fully operational and the brake force is within the given tolerances. The first measurement of the opening pressure indicated that in the horizontal body position the valve is slightly out of tolerance. A minimal tendency to underdrainage could be detected. A second measurement showed an improvement. We assume that the test has flushed out any deposits inside the valve. Finally, we have dismantled the valves. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported to miethke that a progav 2.0 with shuntassistant 20 (part # fx413t) was implanted during a procedure performed in unknown date. According to the complainant, the valve was believed to be blocked and dysfunction. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. Further details were not provided.